Manufacturer narrative:
Reported event: mps casie wilson reported mics failure during cases. Device evaluation and results: per fse scott bowen: replaced the cpci. Product history review a review of device history records shows that on 02/17/15 1 device was inspected and 1 device was placed on: npr 15-01-0032. A review of the data revealed that the non-conformances are not related to the failure alleged in this compliant. Complaint history review a review of complaints in catsweb and trackwise related to p/n 209999 shows no additional complaints related to the failure in this investigation. Conclusions: system ready for clinical use. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
Case description: mps casie wilson reported mics failure during cases. Asset: rob318. Case number: (B)(4). Update: "20 mins surgical delay. Tka"

Manufacturer narrative:
¿As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available".

Event description:
Case description: mps casie wilson reported mics failure during cases asset: rob318, case number: (B)(4). Update: "20 mins surgical delay. Tka".